Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump keeps alerting low battery and the batteries are running our faster. The customer's blood glucose at the time of the incident was not provided. The customer stated that the battery did not last more than one week. The caller stated that the insulin pump is in a vibrate mode. The caller stated that they did not receive a weak battery alert after inserting the current battery. Previously, a battery cap had been sent to the customer but it did not fix issue. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had high idle current due to faulty c24 on interface board. Pump passed run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Pump had minor scratched display window, cracked reservoir tube lip and stained end cap sticker.